Event description:
Boston scientific received information that this rv lead exhibited low pacing lead impedance measurement of less than 400 ohms along with intermittent capture upon initial placement on implant procedure. The physician pulled screw and there was difficulty in deploying screw upon repositioning and had perforated the heart wall. Thus, great numbers were obtained on the second location. The rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.